Event description:
Customer reported that: "one of the codman - bookwalter blades caused some liver laceration to pt, approximately two or three months ago. The product is not available for evaluation. Product code and lot number are unk. Information regarding pt condition was not available".

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.